Event description:
The pt reported that she tested her blood glucose and it was below 200 mg/dl. She ate a small dinner and bolused 2.5 units which she stated was "more than normal". She reported that she tested her blood glucose and it was 525 mg/dl. She disconnected from her infusion device and started insulin injections to reduce her blood glucose. She reported at the time of the call her blood glucose was returning to normal. The pt indicated she did not want to troubleshoot the device. The product was requested to be returned for evaluation. The pt did not require assistance from a health care professional or second party to address the issue.